Manufacturer narrative:
Device evaluation of modem sn: (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. As received, the charger was unable to recognize and charge a battery pack. Upon evaluation, there was liquid contamination on the battery board, bedside board, and case enclosure. The cause of the inability to charge a battery pack is the liquid contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from contaminated charger/modem.

Event description:
A zoll distributor returned a charger/modem indicating that it was unable to charge a battery pack.